Manufacturer narrative:
One device was returned for investigation. Visual inspection found the rear and front housing were cracked and fluid ingression on the downstream and upstream sensor. Review of the event history log confirmed multiple high pressure alarms. The customer complained issue was not duplicated during the investigation but the most probable cause is due to the an inoperable downstream occlusion sensor. The sensor was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Oracle ro 1304034: not working properly.

Event description:
It was reported that the pump is not working properly. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.